Event description:
During surgery cement hardened in 5 minutes, as a result the stem was slightly replaced unstably in retroversion. The surgeon is anxious that the patient would experience a dislocation of the hip component in future.